Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had a microdislodgement which caused diminished sensing, rising thresholds, high rv thresholds, and t-wave oversensing (twos). It was noted that with the maturation of the lead, the sensing and thresholds returned to implant status and normal readings. The lead is still in use. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.